Event description:
It was reported a leak occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx pro closure device was implanted with no leak noted at time of implant. At the routine 45 day follow up, transesophageal echocardiogram (tee) imaging revealed a 4.3mm leak. The physicians continued the patient on oral anticoagulant medication and scheduled a follow up computed tomography scan in the future. No patient complications occurred.